Manufacturer narrative:
Unknown when the plate migrated and broke. Device has not been reported as explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: october 02, 2014. Expiry date: september 01, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported plate was implanted in a patient being treated for distal end of radius fracture on (B)(6) 2015. It was found the post-operative dorsal plate migration and breakage during the one month of implantation; this was confirmed through x-ray on (B)(6) 2015. The patient was, as of (B)(6) 2015, under observation due to his age without facilitated treatment. This is report 1 of 1 for (B)(4). .